Event description:
Customer thought the batteries were low so they changed them and now nothing comes on the display. Customer changed batteries because segments were missing from the display. Instructed customer to remove and reinsert the batteries "plus side up". The meter powered on and showed segments missing in the 100's, 10's and units positions. The customer was asked to return the meter for evaluation. A replacement meter was provided and the customer was invited to call 24/7 with future questions/concerns.